Event description:
It was reported that the patient sought medical assistance due to a mass that was hard and it was the size of a quarter. The infusion site was inflamed and had a hole in it. It was painful and located near the pod site.. Patient visited the emergency room and was treated with tylenol for pain and she thinks and antibiotic and an IV. The patient was prescribed augmentin to be taken for a week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.